Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold measurements. Additional information obtained from the field which indicated that the lead had a micro dislodgement that occurred at implant. The doctor was unwilling to reopen the pocket at implant because the patient was terminally ill. The lead remains in service. No adverse patient effects reported.